Event description:
Roux-en-y bypass procedure. Plc60 dlu was loaded with blue reload and was fired to create the gastric pouch. Device cut but staples were unformed. Another device was used to complete the case without further incident.

Manufacturer narrative:
Summary: according to surgeon, plc60 was fired to create the gastric pouch but the staple formation revealed underformed staples eventhough there was a complete cut. Upon analysis, plc60 did not have the original camber. Reload and flexhaft was attached to plc60 and unit calibrated however the housing deflected than usual when "close button" was depressed (pc100 prompted in firing range (><).) Further examination revealed crack in the proximal wall of housing just below the electrical pins as shown below. Root cause: crack propagates from proximal wall of the housing, due to high concentration of stress when thick tissue is clamped into the jaws.